Manufacturer narrative:
This report is being filed on an international product, alinity I toxo igg, list number 07p45-32, that has a similar product distributed in the us, list number 7p45-40 / 7p45-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I toxo igg result for a 35-year-old female patient. The sample was repeated on the vidas and sent out to another hospital with an alinity analyzer which generated negative results. The customer then repeated the sample using a different lot number of reagent and the result was negative. The following data was provided: sid (B)(6), initial result = 3.5 iu/ml (positive). Vidas result = 0.0 (negative). Alinity result from another hospital = 0.0 iu/ml (negative). Repeat result with a different lot of reagent = 0.0 iu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I toxo igg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 44254be00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house testing of a retained reagent kit of the complaint lots was performed. All specifications were met and no false reactive results were obtained, indicating that the lots generate the expected results. Based on this investigation, no systemic issue or deficiency with the alinity I toxo igg reagent, lot number 44254be00 was identified.